Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and high pacing threshold. Pocket manipulation showed oversensing noise. An x-ray photo was taken in which a ra lead fracture was confirmed. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and the atrial pacing capture threshold was elevated. The analyst noted the atrial capture management threshold trend was steady at 0.25 volts through (B)(6) 2015. The threshold then became variable and increased to 2.5 volts or greater starting (B)(6) 2014. There were atrial high rate episodes with apparent noise oversensing. The weekly impedance trend shows atrial lead impedance steady at 750 ohms through (B)(6) 2014. Then bipolar impedance became highly variable and both bipolar and unipolar impedance of less than 200 ohms starting (B)(6) 2014.